Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00263. It was reported that the patient presented at a follow-up in-clinic after receiving inappropriate electrical shocks. It was found that a diagnostics anomaly and a "high pressure alarm of the defibrillator" was observed on their device. It was also noted that the physician considered the repeated inappropriate electrical shocks were due to lead interference or from a defibrillator problem. The patient was in good condition, not hospitalized, and did not return for treatment.

Event description:
New information received stated that on dec. 9th, 2020, the patient presented to the clinic for a follow up. Additional unexplained interference and increased impedance were observed. The physician elected to continue to monitor the device and right ventricular lead. No intervention was performed at this time and the patient was discharged from the facility.